Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Despite several troubleshooting steps suggested by technical support, the issue persisted, leading to the decision to replace the pump. The pump was out of warranty, but the caller expressed interest in obtaining an out-of-warranty loaner pump.